Manufacturer narrative:
D4. Lot number, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the syringe was used on a patient in the emergency room without noticing the burrs, resulting in blood exposure. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Pictures of the defective product were also provided. Visual inspection of the sample revealed damage near the shoulder of the syringe, confirming the customer's complaint. Due to the condition of the sample, testing was not conducted. The noted damage resulted in a hole being present, which most likely would cause leakage. No further action will be taken at this time. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.